Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. There were no patient complications or adverse effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and replaced. Additional information has been requested regarding the device return status but were unsuccessful. There were no patient complications or adverse effects reported.